Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology experienced blood exposure. 3 of the 3 related files. The following information was provided by the initial reporter: "a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. Heard a twang (spring like noise) and then felt a spray of blood hitting her arm." No patient harm say this has happened three times with the two lot #s below. They do not recall which one went to what lot but only have these two on hand.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology experienced blood exposure. 3 of the 3 related files. The following information was provided by the initial reporter: "a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. Heard a twang (spring like noise) and then felt a spray of blood hitting her arm." No patient harm say this has happened three times with the two lot #s below. They do not recall which one went to what lot but only have these two on hand.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.